Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2013 due to a squeaking sound in the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2013 due to a squeaking sound in the joint. Additional information received in patient medical records revealed the (B)(6) 2013 revision was due to pain. The patient's operative report noted areas of heterotopic ossification and also heterotopic ossification having grown over rim of acetabular component, impinging on femoral head as well as soft tissue. The modular head was removed and replaced.